Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:visual inspection of the pump showed some cosmetic defects and tear was observed on the keypad and bolus button covers. On investigation, the ¿up¿, ¿down¿ and contrast buttons responded intermittently while the ¿ok¿ and bolus buttons responded properly. Removal of the keypad cover found the ¿ok¿ and ¿up¿ button contacts inverted and contamination was found under all the button contacts.